Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2008. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient experienced recurrence pain, infection ,urinary problems, bleeding dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided at this time. (B)(4) - urinary problems; dyspareunia.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with lavh. It was also reported that the patient underwent laparoscopic lysis of adhesions on (B)(6) 2009 due to right sided pelvic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.